Event description:
On (B)(6) 2012, I had a total knee replacement of my right knee (with zimmer nexgen knee) at (B)(6) hospital in (B)(6). On (B)(6) 2013, while at a family christmas party, I was rising from a sitting position after dinner and was suddenly unable to straighten my knee or stand up. There was something out of position and causing me pain. I was unable to walk unassisted. There was swelling of my knee and a clunking noise whenever I attempted to straighten my leg. I saw my knee replacement surgeon on (B)(6) 2013. At that time, he gave me a cortisone injection. He took an x-ray which was inconclusive. In the next weeks, I had an MRI and an ultrasound which were also inconclusive. I saw the surgeon again on (B)(6) 2014. The surgeon said he wanted to do right knee arthroscopy with possible exploration and also the possibility of a knew revision. This surgery took place on (B)(6) 2014 at (B)(6) hospital in (B)(6). Here is a quote from the operative notes on that surgery: "we inserted our scope into the quadriceps pouch and there were no loose bodies there. Some minimal inflammation underneath the kneecap. We came down to the notch, and you could easily see that the peg had snapped off, and it was still floating around in the notch area. Clearly, she had a catastrophic polyethylene failure, and we needed to resort to an open procedure." At that time, the surgeon replaced the polyethylene component in the zimmer knee. Following this surgery, I missed over 6 weeks of work, experienced a great deal of pain and inconvenience and went to physical therapy in order to recover use of my leg.